Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced large blood glucose fluctuations while using the ilet, including a prolonged hypoglycemic episode after the system delivered sustained correction, despite no use of outside insulin and normal-appearing teflon infusion sets upon inspection after site changes and a prior factory reset. Symptoms included hypoglycemia with repeated needs for carbohydrate treatment. Outcomes included troubleshooting and education, including review of low glucose treatment protocol and an offer for additional training. Investigation included review of device data reports and user interviews. Investigation of this case revealed no device alarms and no confirmed component malfunction, with the cause of both hyperglycemia and hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.